Manufacturer narrative:
The subject scope was returned to the service center. The evaluation was unable to confirmed the reported "intermittently stopped reading" as the image functioned appropriately. The scope failed the leak test at the distal end cover and leaking at the video cable due to a cut. The primary connector case is cracked and the distal end adhesive is chipped. The scope was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that a customer endoeye flex 3d deflectable videoscope was returned due to a report of the scope "intermittently stopped "reading" during an unspecified procedure. The procedure was completed using a replacement scope. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. This event was thought to be caused by connection failure at electrical contacts due to crack in the connectors, temporary electrical short circuit due to fluid invasion of the scope or defect in combination system/monitor/each connecting cables. Based on similar reported events, the influence of dirt on a distal objective lens, abnormal electric signals due to ccd (charged coupled device) unit breakage, defect of combination video system center / cable or crosstalk. The device evaluation could not duplicate the reported event, but the facility stated that it occurred intermittently. Therefore, the ccd unit breakage can be ruled out, but some electrical factor may have contributed to the event. The video connector case was cracked. Therefore, there is a possibility that electrical contacts were connected unstably, which may have contributed to the event. Also, there is a possibility that short circuit temporarily occurred at electrical part due to fluid invasion of the scope since leakage was confirmed. There is a possibility that this event was due to defect in combination device: system, monitor or each connecting cable since sbc could not duplicate the event. From these findings, we cannot specify the cause since assumable causes are wide-ranging. Therefore, the root cause of the reported event cannot be conclusively determined. The legal manufacturer will continue to monitor the field performance of this device.